Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose level with an unknown blood glucose level. The customer had issues with the insulin pump under delivering that was why they were requesting for a replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. During the occlusion test, device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a unit fill cannula delivery. Then the device delivered the units properly with water exiting the infusion set. No prime/fill anomaly noted. After the unit fill cannula delivery was completed, the infusion set was clamped. Programmed and delivered a unit bolus. Device properly alarmed no delivery and there was no water exiting the infusion set noted during testing. Device uploaded properly using care link. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2019 and blood glucose level was 600 mg/dl or higher. The customer was in emergency room and their blood glucose level at that time was 850 mg/dl. The customer experienced symptoms like nausea and dry mouth as a result of high blood glucose. Customer left the emergency room on next day. It was also reported that the insulin pump was malfunctioned and not delivering insulin correctly.